Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: lo, (B)(6) 2016 03:30:00 pm, fasting: yes; lo, (B)(6) 2016 07:00:00 am, fasting: yes; 154mg/dl, (B)(6) 2016 09:30 pm, fasting: yes; 107mg/dl, (B)(6) 2016 03:30 pm, fasting: yes and 100mg/dl, (B)(6) 2016 07:00 am, fasting: yes. Customer states he has been on a better diet plan advised by his nutritionist the past 3 months. No recent changes in exercise or medications. Customer takes janumet (2 tablets daily) and another medication he cannot remember the name of at this time.